Manufacturer narrative:
Section d3, g1: updated information, section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file ((B)(6)) was submitted for review from the new primary system controller that showed events spanning approximately 9 days ((B)(6) 2023 per timestamp). Events occurring on (B)(6) 2021 appear to have been recorded during the manufacturing process of the system controller. The system controller was put into use on (B)(6) 2023, confirming that a controller exchange took place. There were no other notable alarms active in the log file. The root cause for the reported event was determined to be due to a user error. The device history records were reviewed, and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Was shipped on (B)(6) 2021. Heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was placed on the backup system controller as it was mistakenly changed by the nurse due to low flow alarms.

Event description:
It was reported that log files were submitted for analysis. The log files contained data as the backup system controller was started on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.